Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify failed battery test alarm or pump error 23 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and then error. The customer's blood glucose value was 139 mg/dl. The customer was assisted with troubleshooting and reported that the insulin pump had battery failed alarm. Insulin pump had error after self test was passed. The insulin pump will be returned for analysis.